Event description:
It was reported that the colonovideoscope had fuzzy when connected. The issue was found during inspection for use. There were no reports of patient involvement

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d9, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: white residue found in the air water channel. A definite root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction fuzzy when connected was traced to faulty printed circuit board. Additionally, the most probable cause of the malfunction white residue found in the air water channel could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.